Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Patient's spouse reported having pain and burning in implantable neurostimulator (ins) pocket. Caller stated that ins was burning and stinging them like a bee since the implant. Representative met with patient (date unknown)and felt the heat at the ins site. They indicated to patient that there was a problem with the ins. Patient had ins removed on (B)(6)2017. Caller stated the pain was gone but the burning sensation was still bothering the patient. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va17gnx, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member reported the device was taken out due to heating/defective device. The caller reported the patient had burning sensations and shocks all the time. The manufacturer representative (rep) told the caller the device was defective. The caller stated it was defective because it was overheating and burning her up. The caller noted this started right away. The caller noted the healthcare professional (hcp) didn¿t feel back, just checked it out and reprogrammed it. The caller noted the patient kept breaking out with hives and kept burning up. The rep came and talked to the patient and the caller stated it was defective because it was giving off heat and burning the patient. The caller stated they didn¿t know what it was, but they thought maybe it wasn¿t set right. The caller noted they had never checked the battery site. The caller stated an hcp came in and told them it needed to come out. The caller noted the implantable neurostimulator (ins) and lead were taken out. The caller noted they had shocking in the beginning of 2016. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17gnx, product type: lead.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly. Analysis determined that the implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on all electrode pairs including the electrode pairs the ins had when it was received. Analysis determined the telemetry was acceptable and that there were no issues when pressing on the ins can. Due to the reported complaint, a test to monitor the temperature of the ins was performed. A heat test was performed with the explanted ins and a control device (the control being set to the same or similar parameters as the returned ins), no anomalies were observed. Analysis of the lead va17gnx found no significant anomaly. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va17gnx, product type: lead.

Event description:
Information was received from a patient and from a manufacture representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported having an allergic reaction that was sudden right after being implanted some time in (B)(6). It was suspected that the allergy was related to the implanted system and was giving the patient hives and they were burnt. The situation was being addressed by the patient¿s healthcare professional (hcp). An explant was planned for wednesday. Additional information was received from the rep on (B)(6) 2017. The rep stated that the patient had an allergic reaction that was presumed to be related to the device and the patient had pain, redness, swelling, was hot to the touch over the incision and implant site. The patient had hives on their body and was itching. The device was turned off to see if the stimulation was causing the pain but turning off the device did not affect the pain. The patient saw their implanting hcp at their post-operative visit and they told their hcp about the discomfort and pain and about going to the emergency room for the pain, swelling, redness, and hives. The patient also saw a dermatologist and saw their implanting hcp a second time. It was determined that the device and lead needed to be removed. The lead and implantable neurostimulator (ins) were explanted and would be returned. The lead and ins would not be replaced in the future. The issue was resolved at the time of the report and the patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer via a manufacture representative (rep) reported the implant spot was still bothering her and she was still experiencing zapping since removal. There were no further complications that have been reported as a result of this event.